Manufacturer narrative:
(B)(4). The customer service engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb). The cse also upgraded the software to the current revision, to resolve this issue. The ventilator passed all tests, calibrations, and was operating within the manufacturing specifications.

Manufacturer narrative:
(B)(4). One breath delivery printed circuit board (pcb) was returned for evaluation. A visual inspection was conducted, and no anomalies were observed. A failure investigation test ventilator was used to test the samples. The functionality of the test ventilator was verified by successfully running all tests, as detailed in the 840 ventilator service manual. The unit was attached to a test ventilator and powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. Calibrations and tests were successfully performed and without any errors. The unit was put into normal ventilation mode and ran successfully for 94 hours. A review of the ventilator diagnostic logs revealed that no errors and no unexpected alarms were observed during this period. The customer reported malfunction was not verified.

Event description:
It was reported that, during patient use, the ventilator became inoperable. The patient was transferred to another ventilator, with no harm reported. There is no report of death or serious injury associated with this event.